Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, the device spontaneously detached from the catheter due to misaligned tethers on the delivery catheter. The lp was left in its position, and the procedure was completed without incident. The patient was discharged.

Manufacturer narrative:
The reported events of premature separation and failure to align was confirmed. As received, a catheter was returned in one piece. Final analysis found the tether control knob to be in the aligned position while the distal tethers were mis-aligned. Dimensional analysis was performed and noted the aligned/mis-aligned offsets were not in specification. No further anomalies were detected.